Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: the device appears to lead to the right ovary') in an adult female patient who had essure (batch no. 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included migraine, fibroids and uterine bleeding. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) since 2016 and ethinylestradiol; levonorgestrel (lutera) from 2012 to 2018. On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion ("the left essure device follows the course of left fallopian tube. The uterine end of left device extends slightly into endometrial cavity") and menorrhagia ("abnormal bleeding (menorrhagia)"). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2007, (B)(6) 2008. Right essure was then placed leaving 4 coils with same technique. Left essure was placed leaving 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: the device appears to lead to the right ovary') in an adult female patient who had essure (batch no. 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included migraine, fibroids and uterine bleeding. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) since 2016 and ethinylestradiol; levonorgestrel (lutera) from 2012 to 2018. On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion ("the left essure device follows the course of left fallopian tube. The uterine end of left device extends slightly into endometrial cavity") and menorrhagia ("abnormal bleeding (menorrhagia)"). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2007, (B)(6) 2008 right essure was then placed leaving 4 coils with same technique. Left essure was placed leaving 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: new pfs+mr received. Lot number received. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device: the device appears to lead to the right ovary, dysmenorrhea (cramping), pain and device expulsion were added. Case becomes valid. New reporters, plaintiffs information added. Concomitant conditions and drugs added. Historical conditions and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.